Event description:
Event description guidant received information that the patient implanted with this implantable cardiac resynchronization therapy-defibrillator (crt-d) reported his device began emitting beeping tones. A guidant technical services consultant demonstrated device tones for the patient, who confirmed these were the same tones he was hearing.